Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 87 mg/dl. The customer reported that they are unable to troubleshoot at time of call because he no longer have infusion set. The patient was advised to do a complete set change as soon as possible. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.